Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed and reproduced the reported symptom of system error 322 alarms, but could not identify a cause. Evaluation of known contributors to the reported symptom has led to the determination that the upper and lower auxiliary assemblies were the failing components. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum infusion pump alarmed system error 322 during preventative maintenance testing. It was also reported that there was no patient injury.